Event description:
Customer called and wanted to know why the planned and actual ssd were not matching. It was confirmed this plan was a copy. It was explained that the actual ssd does not get updated until the plan is approved. If the actual ssd is already populated, as is the case with a copied/imported plan, it will not be automatically updated to match the planned ssd. The user will need to manually edit the actual ssd to match. The user would prefer that eclipse always update the actual ssd to match the planned ssd, because it is very easy to overlook and approve the plan with an invalid actual ssd. No pt injury reported, and no pt data provided.

Manufacturer narrative:
The investigation revealed that when a plan revision is created and the ssd (source surface distance) is changed, and the revised plan is approved via rt chart, the actual ssd vs. Planned ssd is not displayed to the user during approval, nor is the in-room display ssd updated with the new planned ssd. The in-room display is then used for pt treatment set-up at different distance than calculated. This scenario could result in a treatment overdose or under dose, dependent upon the planned vs. Treated distance. A product notification letter was sent to affected customers. All corrective action will be reported under the guidelines of 21 cfr part 806. No f/u reports are anticipated. (B)(4).